Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event on (B)(6) 2026 the patient reported infusion set tape did not stick upon insertion where an infusion set ripped off from door handles. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.